Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer when exited for high sensor glucose insulin pump had stopped all delivery including basal. Customer stated that they did not had option to turn on low suspend features because they were sleeping yet insulin pump continues to give basal when exited. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.